Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors failed and the unit was not located on the bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not located on the bus and that tower doors 5 and 8 had failed. The field service engineer (fse) replaced the pyxibus controller for doors 5 and 8. The doors worked in the hardware test application (hta) but did not function in the medstation application. Preventive maintenance was performed. The tower was reconfigured after the hardware replacement. Doors 6 and 7 had been reversed, so the fse assisted the customer in moving medication to the correct door. The system was tested using the hardware test application and the dispensing application, and all tests passed. The system functioned as intended after the field service engineer repaired the device.